Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: (B)(6) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - patient underwent surgery for implant of an unspecified bard/davol composix e/x. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 1 month post implant of composix e/x, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-feb-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - patient underwent surgery for implant of an unspecified bard/davol composix e/x. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of composix e/x. Per operative notes, ¿there were large amount of adhesions between the omentum and the small bowel and the anterior abdominal wall were able to take down. In the lower abdomen, there were dense adhesions between the small bowel and the anterior abdominal wall were released. The hernias were reduced. Large defects along the midline fascia noted was a swiss cheese hernia. A composix e/x mesh was placed and sutured at the four points of the mesh with sutures and the four corners of the mesh were tacked to the anterior abdominal wall using tackers.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia, adhesion thereby underwent open repair with the removal of mesh and lysis of adhesion. Per operative notes, ¿ there were moderate adhesions of omentum and bowel. All bowel loops had been freed from the posterior aspect of the mesh and then the composix e/x mesh was taken down¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent implant of biological mesh and abdominal wall reconstruction. Attorney alleges that the patient had adhesions, hernia recurrence, pain and emotional injuries.